Event description:
The customer reported that device was having trouble cutting tissue. They also noted that add'l resection was needed in order to release the device from tissue. There was no tissue damage, bleeding or patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.